Event description:
(B)(4) according to the information received, a nurse reported a colon perforation. A young male with spinal cord injury experienced rectal perforation after 6 weeks use of peristeen. The patient suffered a high temperature and rigors soon after completion of the irrigation.

Manufacturer narrative:
Coloplast medical advisor has interviewed the nurse who reported the incident. According to the nurse a contributing factor to the event was that the training of the patient was complicated by language difficulties. Prior to the incident the patient had experienced balloon burst and the surgeon found balloon remnants in the bowel. The balloon burst is not considered to be related to bowel perforation. There is no indication that the injury is caused by any malfunction, failure or deterioration in the characteristics and/or performance of the product. Medical assessment was performed by coloplast's medical advisor (B)(4).